Event description:
The dental implant fx4008swc was removed on (B)(6) 2019 due to failure to osseointegrate 5 months and 4 days after implantation. The patient has history of tobacco use and diabetes. The patient recovered without complications.